Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive results on triage troponin I (tni) when testing both triage cardioprofiler and triage profiler sob tests. It was not clear which result was obtained from which triage device. A separate medwatch report is being submitted for each of the products: this report for the triage cardioprofiler test and medwatch report #2027969-2011-02613 for the profiler sob test. Customer mentioned getting low level troponin results on different pts using profiler and sob panels. Customer asked what could potentially cause the low level tni. Technical service rep discussed the following: make sure the full amount of sample is added to the well and make sure it fully absorbs into the device prior to insertion into the meter. The caller said the tech mentioned the samples did take a while to absorb. She will observe staff and let them know to let samples absorb into the device. She will monitor and call back if issue persists. No pt info was provided.